Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on 29 january 2025, a 27mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Length of membranous septum was unknown due to imaging quality. Patient presented with pre-existing right bundle branch block (rbbb). To perform pre-dilatation, a non-abbott stiff guidewire was advanced to the valve. However, after placement of the wire the patient went into complete heart block. Continued to pre-dilate with rapid pacing applied. After pre-dilation, the rapid pacing was turned off and the patient remained pacemaker dependent. The 27mm navitor was then implanted successfully at a depth of 7mm non-coronary cusp (ncc) however, the patient remained in complete heart block. A temporary pacing wire was placed in right femoral vein in preparation for a permanent pacemaker. Upon completion of the navitor procedure, a permanent pacemaker was implanted.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause for the reported event appears to be due to procedural circumstances, as the patient went into heart block as a non-abbott guidewire was used before insertion of the valve. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.